Event description:
It was reported that a user experienced hypoglycemia overnight while using the ilet and treated with oral glucose (jellybeans); an earlier hyperglycemic rise occurred after overtreating a low, followed by a rebound low that persisted despite repeated carbohydrate intake. Symptoms included hyperglycemia and hypoglycemia accompanied byhot flashes. Outcomes included device-use troubleshooting and education on appropriate hypoglycemia treatment to avoid overtreatment and rebound excursions. Investigation included a review of usage and glucose trend data with user coaching on treatment of lows. Investigation of this case revealed user-related overtreatment of hypoglycemia leading to glycemic variability, with the device and components functioning as intended. It was concluded that the event resulted from user management of carbohydrate treatment during hypoglycemia rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.